Event description:
A bipap a30-s silver series device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted dust/dirt contamination and that the pca needed to replace due to error code e-96 (unable to write to event log). The device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was not repaired and scrapped by the service center after the evaluation was completed.